Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) and an empty cartridge alarm occurred. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, the customer miscalculated the amount of carbohydrates when delivering a bolus which caused a low blood glucose (bg) level of 53 mg/dl. Customer addressed bg by eating a bowl of cereal.